Event description:
It was reported that the patient questioned why the device did not last as long as estimated at the appointment five months prior to the elective replacement indicator (eri) being triggered. The patient reported feeling unwell being tired all of the time when the device reached eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.